Manufacturer narrative:
Bayer radiology product analysis reviewed the photographs as well as the complaint details that were provided by the customer and confirmed the presence of a fine white particulate on the syringe barrel and in the styrene tray. Also noted were abrasions to the tyvek cover at the point of contact for the syringe drip flange. Product analysis determined that, during shipping/handling, movement of the syringes against the tyvek covers caused adhesive material to flake off of the cover and settle within the disposable container. The syringe kit instructions for use instructs the user to "visually inspect contents and package before each use". This visual inspection is to ensure particulates are noticed and mitigated, which is what occurred in this reported instance.

Manufacturer narrative:
Based on the limited information, we are unable to determine the root cause of the unknown particles at this time; however, the product is scheduled to return to bayer for a full evaluation. Once the evaluation is completed, a follow-up report will be submitted.

Event description:
The customer reported the following: after opening the envision CT disposable kit and upon inspection, they noticed the presence of fine white particles around the syringe as well as the quick fill tube (qft). The customer elected not to use the syringe kit. No injury or adverse event was reported.